Event description:
It was reported that the device stopped working during a surgical procedure. The case had to be rescheduled for a later date. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. The device has not been received.